Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. The customer's blood glucose was 138 mg/dl at the time of incident. The customer was able to resolve the alarm by changing the infusion set and reservoir. Troubleshooting was not performed on the product. The product will not be returned for analysis.